Event description:
Patient presented to the physician with small chest wound separation and low-grade infection. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with an infection at the chest incision. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented back to the physician with small dehiscence at the chest incision. Physician cauterized the area and started the patient on topical antibiotics.